Manufacturer narrative:
A 13-month lot review through the aware date of event for similar complaints was performed for progesterone iii lot number f21c309. There were no similar complaints identified during the search period. A 13-month lot review through the aware date of event for similar complaints was performed for bio-rad lot number 40451. There were no similar complaints identified during the search period. The analyte application manual for progesterone iii states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack progiii, the highest measurable concentration of progesterone in specimens without dilution is 40 ng/ml, and the lowest measurable concentration in specimens is 0.1 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 45 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 40 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Samples from patients who had an injection of fluorescein, which is used in fluorescein fundus angiography, may cause falsely elevated results. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Heterophile antibodies are known to interfere in assays of this type. St aia-pack progiii has been designed to minimize the effects of heterophile antibodies, but interference from high titers cannot be ruled out. The most probable cause of the reported event was unable to be established.

Event description:
A customer reported level 1 quality control (qc) was out for range high for progesterone iii (prog iii) on the aia-900 analyzer. The customer was running prog iii lot f21c309 and bio-rad lot br40451. The customer decontaminated the instrument and recalibrated, but results were still high. The customer used a new vial of qc controls, which put qc briefly within range before being out of range on the high end again. A technical support specialist (tss) sent a different lot of test cups, calibrators and multi analyte control (mac) controls to the customer. Using the new lot of test cups, the customer ran calibrators and mac controls, and results were within acceptable range, resolving the reported issue. The reported event resulted in a delayed reporting of patient samples for progesterone iii (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.